Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she had a loss or change in therapy. The implantable n eurostimulator was not working like it should have been and was not doing anything to help her. She had to wear pads again. This was the first time she ever had a problem with the implant. She tried to check her device with her programmer and realized that the patient programmer would not power on and nothing would come on the screen. Patient services reviewed that the device could be at eos and the patient should have her device checked by the doctor.